Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned for analysis in three segments. Failure event observed during analysis. Final analysis found that the external insulation was abraded at 2.1cm to 2.3cm from the proximal cut end. Damages to inner insulation were noted at 0.3cm, 0.5cm, 0.7cm and 0.9cm from the proximal cut end. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.